Manufacturer narrative:
This complaint is being cancelled as not a valid complaint. The complaint was opened in error and it is for a (routine battery replacement). There was no malfunction with the unit.

Event description:
This complaint is being cancelled as not a valid complaint. The complaint was opened in error and it is for a (routine battery replacement). There was no malfunction with the unit.

Event description:
It was reported that during a battery maintenance check, the cardiosave intra-aortic balloon pump (iabp) battery 1 failed.

Manufacturer narrative:
Due to character restrictions in block e1 phone number:(B)(6). A supplemental report will be submitted upon completion of our investigation.